Event description:
The user facility reported that the physician located the artery and deployed the anchor as per standard procedure. During the sealing step, when the device was pulled upward to close the puncture, the entire device pulled through the arteriotomy site, resulting in a failed closure. Manual pressure was applied to achieve hemostasis. The patient had peripheral artery disease and was undergoing an angiogram with intervention. The procedure performed was a right leg atherectomy. The case proceeded without complications, and blood loss was minimal, estimated at less than 250 cubic centimeters. No hematomas or other adverse events were reported. The event occurred intraoperatively. Nursing staff reported extended recovery monitoring requirements due to failed closure, often staying until 7-8 p.m. To observe patients with groin access.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip device was returned. The returned sample includes the polyfoil pouch, hemostasis sheath, arteriotomy locator, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The locator and hemostasis sheath are fully mated. A kink is present in the locator and sheath near the blood inlet holes. The complaint can be confirmed for sheath and locator mechanical damage. The assembled sheath and locator contained a kink. The exact root cause cannot be determined. The likely cause is the kink was obtained during insertion into the patient. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).